Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp) when it was observed that fluid was coming out from a longitudinal rupture 1 mm distal to the distal balloon marker and extending proximally, for an entire length of 8 mm, confirming the reported rupture. There were no scratches found. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy initiating along the inner surface. Longitudinal lines and partial tears were observed on the inner surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Ruptures that initiate along the inner surface of the balloon can be attributed to over inflation. An attempt was made to obtain clarification from the account as to what pressure the balloon was inflated to; however, no further information was available. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A conclusive cause for the rupture could not be determined; however, the analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the lot history record indicated no non-conforming material records for the lot and a search of the complaint handling database indicated no other incidents; there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during angioplasty on the posterior descending artery, a 2.0 x 12 mm voyager rx was being used for predilatation. During the attempt to inflate the balloon, a leak of contrast was seen and the balloon did not inflate. There was no resistance during advancement or retraction of the balloon catheter. Another 2.0 x 12 mm voyager was used without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.